Event description:
Patient reported that the expiration date, printed on the strip vial, is 08/30/2008. According to the manufacturer's batch record, the corresponding strip lot expired on 6/30/2006. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.